Manufacturer narrative:
The a2 date of birth was not provided, but was in (B)(6) 2026; (B)(6) 2026 has been used as a place holder. The b2 - date of death and b3 - date of event are unknown but in (B)(6) 2026; (B)(6) 2026 has been used as a place holder for both. The device is not available for evaluation. The investigation is pending completion. Upon completion, a supplemental MDR will be submitted.

Event description:
An event was received with an attached user facility mandatory medwatch report number (B)(4) with regards to a 9.5" smallbore trifuse ext set w/3 microclave® clear, nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock with list a1141 and unknown lot number. The report stated that air bubbles found in tri-set after code situation near port where code medications had been administered. Therapies being used on the patient at the time of the event that may have caused or contributed to the event is not known. The patient was a 16-day old female, 2 kgs, african american. The patient died on (B)(6) 2026. There was patient involvement and patient harm.

Manufacturer narrative:
Complaint of product incorporates / allows air passage on item a1141 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.